Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion post implant procedure. It was also reported that the right atrial (ra) lead exhibited high thresholds. Both ra and right ventricular (rv) leads were explanted and replaced for possible perforation. No further patient complications have been reported as a result of this event.